Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1809149, medical device expiration date: 08/31/2023, device manufacture date: 09/04/2018. Medical device lot #: 1811152, medical device expiration date: 10/31/2023, device manufacture date: 10/30/2018. Medical device lot #: 1807146, medical device expiration date: 06/30/2023, device manufacture date: 06/20/2018. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white powder was found inside the discardit¿ ii syringe w/o needle after pushing back the piston. Lot #'s 1809149, and 1811152, and 1807146 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "the problem is that when the piston of the syringe will be moved back, some white powder inside of syringe appears all sizes of disposable syringe are affected."

Event description:
It was reported that white powder was found inside the discardit¿ ii syringe w/o needle after pushing back the piston. Lot #'s 1809149, and 1811152, and 1807146 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from german to english: "the problem is that when the piston of the syringe will be moved back, some white powder inside of syringe appears all sizes of disposable syringe are affected."

Manufacturer narrative:
Investigation: bd has been provided photos and samples for catalog 300296 lots 1809149, 1811152 and 1807146 to investigate for this record. After the evaluation of the returned samples, the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issues. These particles consist of an accumulation of a "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment for this slip agent has been conducted and the results confirm low risk of materials-medicated adverse effects. Bd has initiated the appropriate corrective and preventive actions for these issues, CAPA#207816. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.